Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, visual inspection, and service history review were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The broken right door was not identified during evaluation; however, a f-38 alarm was identified during the alarm log review and functional testing. The cause of the f-38 alarm condition was determined to be damaged force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a broken right door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.